Event description:
The customer, a biomedical engineer, contacted physio-control to report that a broken pin had become lodged into their device's therapy connector assembly, which could prevent defibrillation from being provided, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control provided the biomedical engineer with the part number for a replacement therapy connector assembly. It was later confirmed by the customer that they purchased a replacement therapy connector assembly for their device. Upon observing proper device operation through functional and performance testing the unit will be placed back into service for use. The device has not been returned to physio-control for evaluation.